Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's pulse rate was 45 bpm and not symptomatic. Capture status could not be determined from egm in the carelink transmission. The device remains in use. No patient complications have been reported as a result of this event.